Event description:
The surgeon inserted a lens (not a staar lens) and the haptic was broken. The reporter believes the incident was caused by the injector. There was patient injury reported. Another lens was implanted.